Event description:
The customer reported the battery won't stay inserted in the bay.

Manufacturer narrative:
(B)(4). The customer reported the battery won't stay inserted in the bay. The customer isolated the issue and stated the battery latch appeared to be worn. Philips sent the customer a new battery eject assembly to resolve the reported issue.